Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted.(B)(4)

Event description:
The mother of a customer reported via phone call that the insulin pump up and down arrow keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.